Manufacturer narrative:
E2402 (appropriate code / term not available) for mdrs add to h10: "f10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)" Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been referred for a pocket revision due to pain at the generator site. The patient indicated that they felt their generator "flip over" multiple times while sleeping. Later it was noted that the pocket was revised, and system diagnostics were all within normal limits. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: the initial reporter inadvertanly left off relevant details regarding the initial report. H6: clinical code, corrected data: the initial reporter inadvertently left off a relevant code.

Event description:
Additional information was received from the physician indicating that the events were not a device issue and related to her pocket itself. It was also noted in the initial report that bruising was present at the site of the device. No other relevant information has been received to date.

Event description:
An additional response was received from the physician indicating that the bruising was unrelated to vns therapy and the device. The issue with the pocket is due to the patient gaining weight. There was no trauma or manipulation to the site. No other relevant information has been received to date.